Event description:
The customer reported that the ventilator shut down and the unit did not alarm. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer did not response to the call.

Manufacturer narrative:
The cpu board was returned to manufacturer for failure analysis. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was tested and no failures were identified. No further patient information was received from the customer.